Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 188 mg/dl. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.